Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 127 to 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 282 and 252mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/29/2017 and open vial date is within the month of june 2017. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with high readings. Results of concern are (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all of the result obtained. The expected fasting blood glucose test result range is 127 to 140mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 282 and 252mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 07/29/2017 and open vial date is within the (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(4). Customer is concerned with high readings. Results of concern are 144, 195, 149, 198, 263mg/dl fasting.